Event description:
Event description boston scientific crm received information that the patient with this pacemaker was in the hospital for a non-cardiac related issue. A review of telemetry strips indicated possible ventricular loss of capture with a pause of 2.2 seconds. The caller did pocket manipulation and tapping on the pacemaker but was unable to recreate any issues. The thresholds are stable and the sensing is good.